Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for thrombectomy procedure, the hospital staff noticed that the indigo system aspiration catheter 8 (cat8) had two kinks upon removal from the packaging. The damaged cat8 was found prior to use and therefore, was not used in the procedure. The procedure was successfully completed using a new cat8.

Manufacturer narrative:
The indigo system aspiration catheter 8 (cat8) was kinked approximately 52.0 and 81.0 cm from its hub. Evaluation of the returned cat8 revealed kinks on its shaft. This damage was likely a result of forceful mishandling of the device during removal from its packaging. The kinks may also have been caused by the returned condition of the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.